Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked during use. There was no report of exposure to mucous membranes, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis. Device/batch history record review: no. Reason: although this investigation is classified as MDR the lot number related is unknown. Qn / sap database review: no. Reason: the lot number for this investigation is unknown. Visual analysis, observations and testing: received one used q-syte unit with no packaging material. Visual/microscopic evaluation: the septum was molded using the 16 cavity mold. Traces of patient residue were present on the unit (septum-body) damage (tears) was observed on the septum top disk and slit. No column damage was observed. Damage (tears) was observed on the septum bottom disk/slit (unit was disassembled after water/leak test). Water leak test: attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions. Investigation samples(s) meet manufacturing specifications: no. Damage (tears) was observed on: the slit of the top and bottom disks. Investigation conclusion: no leakage was observed on neither the actuated not the un-actuated positions. The failure experienced by the customer could not be confirmed. Did the evaluation confirm the customer¿s experience with the bd product? No. No leakage was confirmed. The q-syte unit did not leak during testing. Were we able to reproduce the customer's experience with the bd product? No. The failure experienced by the customer could not be reproduced. The unit received did not leak during the testing performed in the laboratory. Root cause, relationship of device to the reported incident: indeterminate. A definite source that contributed to the tears (top-bottom slits) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. An exact origin of the failure experienced by the customer could not be determined, traces of blood throughout the unit could be a sign of blockage and therefore a contributive factor for leakage.